Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc went to press go to start. The tsr asked if the hp was connected when the hc alarmed and the hp stated yes. The tsr asked if the hp had manual supplies to complete therapy and the hp stated no and that he is going to work. The tsr instructed the hp to contact the peritoneal dialysis registered nurse (pdrn) about the missed therapy and the call completed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she said that she was unaware of the patient having that alarm. She said she would discuss that alarm with the patient the next time she sees him. She said she just saw him this past friday and that he was completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.